Event description:
Medtronic received information that during implant of this 26 mm transcatheter bioprosthetic valve, the annulus measurements taken from the pre-case computed tomography (CT) scans indicated that the size 26 valve was suitable for this patient. The 26 mm valve was attempted to be placed approximately four times under rapid pacing, however was reported to be unstable, dislodging from the annulus. The valve was withdrawn. A larger, 29 mm valve was implanted. It was reported that after full deployment of the second valve, there was unexpected movement resulting in the valve being implanted in a high position, at a depth of 0 mm on the non-coronary cusp (ncc). No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID evolutpro-26 product lot number d725309 implant date na explant date na product ID envpro-16 product lot number 0011109569 implant date na explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.